Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had a rainbow discoloration and blocked the graphics and text on the display. Customer's blood glucose was not impacted due to the reported issue. Customer confirmed that an alternate method of insulin delivery was available.